Event description:
During index procedure there was one endeavor sprint drug eluting stent implanted in the cx. It is reported that the patient suffered a stroke approximately 28 months post index procedure. Investigator indicated that the event was not related to the device. It is reported that the patient recovered with treatment.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (stroke).

Event description:
(B)(4)